Event description:
It was reported when using the pyxis anesthesia es system, experienced keyboard malfunction. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined that the patient's profile was not visible at the station level. A field service engineer conducted a verification by executing the server downtime query and determined that there were no issues present. The system functioned as intended after the field service engineer verified the device.